Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating glucose control after starting a replacement ilet, attributed to inaccurate cgm readings from a g7 sensor, meal timing not being sufficiently spaced, and user overcorrection; the user and agent performed a factory reset and reviewed steps for the learning phase, and no alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included troubleshooting and education completed. Investigation included user interview, device setting review, and performance troubleshooting. Investigation of this case revealed use-related factors and inaccurate cgm input contributing to control variability without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.